Manufacturer narrative:
Product analysis: the device was returned with multiple kinks along the shaft. It was found that a longitudinal tear starts approximately 42mm from the balloon bond and continues to the distal end of the balloon both markerbands are present medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon during treatment of an 80mm lesion in the patient's proximal right anterior tibial artery of diameter 2mm. Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 90% stenosis. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. 0.9% and contrast used for inflation of balloon. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. Balloon inflation difficulties are reported at a pressure of 8atm. It is reported the balloon could not be inflated despite pressure being added with the syringe. The device was safely removed from patient. A replacement balloon was used to complete the procedure. No patient injury's reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the balloon was damaged